Manufacturer narrative:
Date of event: used the first date of the month of aware date as no information was provided.

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post procedure.